Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon 35 cemented asymmetric all-poly patella; cat# unknown; lot# unknown. Triathlon 6 left cemented femur; cat# unknown; lot# unknown. Triathlon 6 cemented baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's left knee was revised due to infection. All implants were removed and an all-poly tibia and femoral component were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.